Event description:
It was reported that during patient use, a ventilator generated an error message. The patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the customer reported malfunction. No component replacement was required. The ventilator passed all tests, calibrations, and was operating within the manufacturing specifications.